Event description:
The dr claims that when the vascular clamp was opened, an unknown quantity of blood leaked from the bifurcation. The leakage stopped by itself after a few minutes. There was no injury or complication to the pt.